Event description:
The contralateral iliac leg graft was placed one full stent above the bifurcation of the main body graft in order to land the leg graft above the internal iliac artery. Ipsilateral leg graft was placed as planned, followed by the deployment of an iliac leg extension on the proximal end of the ipsilateral leg, in order to provide support to the high placement of the contralateral leg graft and prevent future occlusion of the limb. Completion angiogram noted no endoleaks and procedure was concluded.